Event description:
Related manufacturer reference number: (B)(4). It was reported the patients left side lead displayed high impedance. As a result, surgical intervention was undertaken wherein the issue was determined to be with the extension as the lead functioned as intended, to resolve the issue the extension was explanted and replaced to address the issue. The physician also opted to replace the lead for sanitary purposes.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead extension a found fractures in the body that are consistent with an overstress condition that the lead extension was subjected to while still in vivo.